Event description:
It was reported that a "no disposable, pump won't run" alarm went off. So the customer changed cassette to another one. After that, no alarm sounded. The customer suspected there was an anomaly in the (1st) cassette. No patient injury was reported.

Manufacturer narrative:
Accuracy test: the sample received was connected to the cadd legacy plus and to balance mettler toledo to look for unusual function. Results: sample was fully priming and connected without difficulty. The sample passed the test. - other analysis - functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. Root cause - the complaint was not confirmed due to sample was tested and no alarms were activated. Actions taken - no actions taken were performed since the complaint was not confirmed.